Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what does device "misfired" mean? Malformed clips...did not fire as expected. Did the device jam? No. Did the device fire malformed clips? Yes . Was there any patient consequence (as you did not report this information in the event description)? Leak in bile duct which was rectified immediately.

Event description:
It was reported that the device misfire with a clip applier at the hospital on (B)(6) 2018.